Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins was removed on (B)(6) 2019 because it was hurting them. They would have pain in the area where the device was implanted which got worse whenever they rode in a car or was walking. The patient mentioned that they had pain right after implant (B)(6) 2019) but their doctor told them to give it a couple of months to see if the pain subsided. The healthcare professional (hcp) told the patient that the device had slipped out of place. The patient also stated that the device never gave them therapeutic relief. There were no further complications reported or anticipated.